Event description:
Customer complaint reported as: during the inspection, the cuff could not be inflated fully.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the cuff was inflated to 25mbar using a calibrated endotest. A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. A root cause could not be identified. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: during the inspection, the cuff could not be inflated fully.